Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer's blood glucose (bg) level was 380 mg/dl and an insulin injection was used to address the high bg level. At times, the customer would change the infusion site and deliver a correction bolus. The customer thought that the occlusions were caused by the infusion site; however, as the they had occurred in the past, tandem technical support was unable to troubleshoot to confirm the cause of the occlusions.